Manufacturer narrative:
The insulin pump was received with intermittent escape button response due to corroded keypad traces. No button error alarmed during testing. The pump passed the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. No motor error or excessive no delivery alarm were noted. The motor passed motor test. The drive support disk was inspected and no anomaly was noted. The pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, and stained end cap sticker. (B)(4).

Event description:
The customer's father reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that she cannot press the up button her pump. After the alarm history, the pump alarmed button error, motor error and no delivery alarms. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be damaged. Customer was advised to discontinue use of the device and to revert to a backup plan.